Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). It was further reported that no pre-dilatation was performed. It should be noted that the IFU cautions: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is unknown how, if at all, the failure to pre-dilate the lesion contributed to the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that approximately 8 months post direct stenting of a xience v stent in the distal right coronary artery (drca), the patient experienced chest pain and was found to have 95% in-stent restenosis which was treated with balloon angioplasty. The event resolved on (B)(6) 2009 and the patient was discharged on (B)(6) 2009. Although requested, there was no additional information provided.